Event description:
Customer reported the system will not boot and grainy images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the power cord wires and adjusted tracking. System operates as intended. This MDR is related to ge healthcare complaint number.